Event description:
PICC line inserted using introducer without difficulty on 1/30/95. On 1/31/95, device noted to be broken off near hub. Proximal portion removed manually. Did not migrate. New device inserted without difficulty.